Event description:
The reporter stated the patient had surgery with integra mozaik on (B)(6) 2012. On (B)(6) 2012, the patient presented with a seroma. The doctor reopened the surgical wound; cultured and cleaned the wound. The patient has not had further problems. The doctor didn't feel there was a problem with mozaik.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.